Event description:
Patient reported a right exchange with no complaint against device. Healthcare professional later reported rupture. The device has been explanted.

Event description:
Patient reported a right exchange with no complaint against device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a right exchange with no complaint against device. Healthcare professional, later reported, rupture. Device remains implanted.